Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer contacted tandem technical service requesting guidance through the load process. The customer stated had changed the tubing, but did not change the cartridge. The customer stated had forgot to fill cannula with insulin. The customer reported had administered a 3.5 u bolus. The customer's blood glucose level was 446 mg/dl which was addressed with a bolus delivery with the pump.